Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the distal tip of the rotawire broke. A 90% stenosed target lesion was located in a moderately tortuous and moderately calcified mid of left anterior descending artery. A 330cm rotablator rotational atherectomy system was selected for a percutaneous coronary intervention. During procedure, the physician attempted to remove the device from the hoop but was unable to remove as strong resistance was encountered. Upon pulling the device forcible, it was noted that the distal tip of the rotawire broke. The procedure was completed with another of the same device. There were no patient complications reported and that patient's status is good.